Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad cover was found to be peeling and the down arrow symbol was worn off. All of the keypad buttons responded appropriately during testing. The keypad cover was removed and evaluation revealed evidence of contamination under the ok and contrast keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was evidence of contamination under the ok and contrast keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.